Manufacturer narrative:
Correction to g.3.: initial aware date was sent as 09/sep/2021. However, additional information noted the correct aware date is 08/sep/2021.

Event description:
Additionally, the health professional reported injecting the patient in the zygoma area, upper cheek, and under eye area with juvéderm® voluma¿ xc a year ago. The patient developed a ¿low grade infection¿ on the right side that resolved with zyvox. The patient developed a ¿second cyst¿ near the nose which also was resolved with zyvox. The patient was then injected with more juvéderm® voluma¿ xc. The patient developed ¿erythema¿ 1-2 weeks later at the left cheek that resolved with more zyvox.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient with juvéderm® voluma¿ xc. The patient experienced ¿cysts, infection, and erythema.¿